Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing fluctuating blood glucose (bg) levels. Tandem technical support attempted to troubleshoot the issue, however customer&#38112;contact declined, and ended the call. No further information could be obtained.